Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited placement difficulty, when screwed in, force would not move the lead to the tip. The lead was explanted and replaced. No patient complications have been reported as a result of this event.